Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10 mg/dl. An ambulance was called and emergency medical technicians assisted the customer in consuming glucose tablets to address bg level. Reportedly, the pump's basal iq software did not work as intended. Review of the pump logs by tandem technical support indicated the pump was performing as expected.